Event description:
Physician reported rupture, diagnosed by ultrasound. The device was explanted and replaced with a non-allergan device. Left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual evaluation:visual analysis of the photographs identified: device patch with lot number 1800652, red particle material on the shell, red and white encapsulation, device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b5 d6b h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side rupture diagnosed via ultrasound. The device has been explanted.